Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the patient line of a homechoice cassette and the patient¿s peritoneal dialysis (pd) transfer set. This occurred during initial drain of peritoneal dialysis therapy. The connection issue was further described as the patient line having difficultly connecting to the transfer set. There was no allegation against the transfer set and the transfer set remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.